Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported an occlusion error during an iron infusion. Their biomed tested the plum 360 infusion pump, but the device was fine and no issue. They also tested a different lot number of the set, but it worked fine without any occlusion. There was a patient involved but there was no harm.

Manufacturer narrative:
Received ninety-six (96) new list #146870489 primary plum sets for inspection. No damages or anomalies noted. Each set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process.